Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during transport the cardiosave intra-aortic balloon pump (iabp) unit displayed low helium alarm. There was no patient harm reported.

Event description:
It was reported that during transport the cardiosave intra-aortic balloon pump (iabp) unit displayed low helium alarm.there is patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. Additional information: e1(event site telephone: (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) issue with low helium alarm. A getinge field service engineer (fse) replaced batteries that were due to expire, replaced the console cover(d441-00-0194), pressure tube assembly and vacuum hoses from customer damage. Investigated the customer's complaint of low helium alarm error. Fse replaced the malfunction parts but he stated that he could not reproduce the customer's errors. Reviewed logs and found no failures. Functional tested without any issue. No problem found. Cardiosave services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. Problem not verified could not reproduce customer complaint. Patient involved, no harm reported.